Manufacturer narrative:
At this time, the product has not been returned. (B)(4).

Event description:
It was reported that this right atrial lead (ra) was explanted due to a possible perforation. The patient presented a small effusion during implant surgery and exhibited sporadic chest pain after the procedure. The patient underwent surgical intervention to reposition the lead and the helix would not extend. This issue was solved implanting another lead. No additional adverse patient effects were reported.

Manufacturer narrative:
This supplemental report was filled to correct fields b2, b5 and d2. At this time, the product has not been returned. Patient code 3191 captures the reportable event of surgery.

Event description:
It was reported that this right atrial lead (ra) was explanted due to a possible micro- perforation. This suspected perforation could not be confirmed with imaging. The patient presented a small effusion during implant surgery and exhibited sporadic chest pain after the procedure. The patient underwent surgical intervention to reposition the lead and the helix would not extend. This issue was solved implanting another lead. No additional adverse patient effects were reported. No product analysis could be performed as the lead was not returned.